Event description:
Event description guidant received information that this transvenous defibrillation lead has exhibited an ongoing issue of noise/oversensing, which has resulted in the delivery of inappropriate shocks. The morphology and clinical presentation of the noise is suggestive of myopotential oversensing. A guidant technical services (ts) consultant discussed programming options to mitigate recurrence. The information indicates that the patient has experienced transient lightheadedness, and that pacing inhibition has been observed.